Manufacturer narrative:
Additional information: based on additional information received, the following fields were updated accordingly: section a4: patient weight: 208 lbs. Section a5: race: white section b5: the patient outcome was fine, as to be expected. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported cartridge split with a monofocal intraocular lens (iol). The issue was observed when inserting the lens into the patient¿s left eye and only cartridge had contact. Another johnson & johnson lens with the same model and diopter used as a replacement to complete the surgery. The customer indicated that the lens was not stuck in the cartridge. There were no medical or surgical interventions and no patient injury reported. The patient outcome was not provided. Additional information was observed during the product investigation confirming cracked from the neck of the cartridge to the cartridge tip; therefore, the event was determined to be reportable. No further information was provided.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section d6a: give date: n/a (not applicable). The device was not implanted. Section d6b: if explanted, give date: n/a (not applicable). The device was not implanted. Therefore, not explanted. Device evaluation: the complaint handpiece was received inside of the original folding carton. The handpiece tray was received as well. Visual inspection under magnification revealed that the complaint handpiece was received with the complaint lens stuck inside of the cartridge tip and overridden by the plunger rod. The cartridge was revealed to be cracked from the neck of the cartridge to the cartridge tip. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue were identified. The complaint issue " cartridge crack" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. Although these complaint issues reported are related, the issue could not be confirmed as related to manufacturing. Therefore, based on the results, no escalations are required. Conclusion: based on the investigation, no malfunction or product deficiency was identified. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.